Manufacturer narrative:
H3: analysis of the pipeline (model no. Ped-500-18; lot no:a803899) found that the pipeline flex pusher was found protruding from within the phenom 27 catheter hub for ~43.4cm. No bends or kinks were found with the phenom 27 catheter body. No damage was found with the phenom 27 distal marker/tip. The pipeline flex braid was found partially deployed from within the phenom 27 distal tip. The ptfe sleeves and tip coil were found in good condition. The phenom 27 catheter total length was measured to be ~159.0cm and the useable length was measured to be ~152.4cm which is within specification (specification: 150cm ± 5cm). The pipeline flex embolization device was pushed out from within the phenom 27 catheter without issue, causing the braid to fully deploy. No bends or kinks were found with the proximal pusher. The pipeline flex pusher, proximal bumper, resheathing pad and resheathing marker were found intact. The pipeline flex proximal and distal ends were found open. However, the distal end of the pipeline flex braid was found damaged (frayed). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely the damage braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the reported event. However, the cause could not be determined. H6: conclusion code updated to d15. Result code updated to c070601. Method code updated from to b01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery with a max diameter of 8mm and a 4.3mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, but the platelet reactivity units (pru) level was unknown. It was reported that during deployment, the distal part of the pipeline would not open. Resheathing was done more than two times, the device was no positioned in a bend, less than 50% had been deployed, and no additional steps or devices were done to try and open the pipeline. The device was removed from the patient with the microcatheter, and a replacement device was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were good. Ancillary devices include a navien 072, phenom27, transend 014.